Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17 mm from the distal end. The fragment was not returned. There was a spark mark around the broken point. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently spark occurred, the crack occurred on the probe, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows: do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. Should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Event description:
During a retroperitoneal tumor resection in pediatric patient, three devices were used. The tissue pad of the 1st device was separated. The user exchanged it for the 2nd device and continued the procedure. The probe of the 2nd device was broken off. The fragment was retrieved. The user exchanged it for the 3rd device and completed the procedure. There was no patient injury reported. This is the report regarding the breakage of the probe of the 2nd device. This is the second one of two reports.